Event description:
Information received indicates when the brakes are set from the head end, the brake pedal sets, but the foot end casters do not engage (hold).

Manufacturer narrative:
The technician replaced the transfer links to repair the stretcher.